Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a 6 mm teflon infusion set, with blood glucose reported above 200 mg/dl for several hours and a highest value of 268 mg/dl, and the user and agent suspected a bent or kinked cannula contributing to reduced or interrupted insulin delivery; two ilet alerts/alarms were noted. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient disruption of glycemic control without hospitalization, medical intervention, or use of backup therapy at the time of the event. Investigation included product history review and user interview. Investigation of this case revealed a suspected infusion set issue consistent with a bent cannula and potential infusion failure. It was concluded that the event was attributable to hyperglycemia with an unclear definitive cause, with probable contribution from an infusion set problem. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.